Event description:
It was reported the system had an a-d channel 3 error message on boot up and also intermittently a pre-charge error. Both messages will result in a no boot situation. There are no reports of patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power cap module and the battery pack were replaced and the filament was calibrated during the service call. The system was tested and found to be working as intended and put back into service.